Manufacturer narrative:
Evaluation of the returned ace68 revealed that the catheter was ovalized throughout its length. If the device is forcefully manipulated against resistance, damage such as this may occur. The tortuous patient anatomy may have contributed to the resistance experienced during the procedure. During the functional test, the ace68 could not be advanced through a demonstration neuron max due to the ovalizations along the catheter shaft. Some of this damage may have been incidental to the reported complaint and likely occurred during packaging for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra balloon catheter. It was noted that the patient anatomy was tortuous. During the procedure, while the physician advanced an ace68 with a balloon catheter at the right common carotid artery, the physician experienced resistance. Therefore, the ace68 and balloon catheter were removed. The procedure was completed using a new ace68 and a new balloon catheter. There was no report of an adverse effect to the patient.